Event description:
Reporter alleged when inserting the test strip into the blood glucose monitoring device, it generated a result of lo without being dosed with blood. Reporter stated there was no treatment received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.